Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 549 mg/dl with nausea and large urinary ketones. The patient was reportedly taken to the hospital emergency room on two separate occasions on (B)(6) 2018 due to hyperglycemia where treatment of insulin via pump and injection, insertion site change and intravenous fluids, food and drink were given as treatment. The reporter alleged the display screen on the pump was very dim and difficult to see. The pump was returned to the manufacturer and investigation by product analysis was completed 29-jan-2018. On investigation, the pump powered on normally and the display screen became fully illuminated without any evidence of being dim, faded or discolored. Investigation did not duplicate the dim display issue that the reporter alleged was associated with the patient¿s serious injury. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation. No adverse event is being reported in association with pump functionality; investigation did not duplicate the alleged pump malfunction. This complaint is being reported because the unrelated cracked in the battery compartment can result in a delay in treatment or long-term cessation in delivery if the damage impacts the power circuit or cartridge compartment.